Manufacturer narrative:
This report is provided because additional information was reported after the initial report was submitted.

Event description:
The customer reported via telephone call the blood glucose reading upon admission to the hospital was actually 570 mg/dl. The customer was treated with fluids and insulin. The customer was sent a tubing clamp to troubleshoot the insulin pump and was advised to call when it was available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 470 mg/dl. Customer went into diabetic ketoacidosis and was hospitalized as a result of high blood glucose levels. Customer advised they were released from the hospital and the following day they had to go back since they believe the insulin pump is malfunctioning. Troubleshooting for high blood glucose levels was performed. Customer felt nauseous, was vomiting and felt pressure on their chest. Customer did not feel good to troubleshoot and was advised to change out their set, reservoir and to treat their blood glucose with their healthcare provider's instructions. Customer's alarm history did not have any out of the ordinary alarms. Customer will call back when they feel better to complete troubleshooting.